Event description:
Upon reassessment it was found that this device is from a different manufacturer. The initial report was forwarded in error.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. Upon reassessment it was found that this device is from a different manufacturer. The initial report was forwarded in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown cls 135 size 11 stem, lot # unknown. Item # unknown, unknown cup, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 17 years and 11 months post implantation due to disassociation of head from stem. Attempts have been made and additional information on the reported event is unavailable at this time.